Event description:
It was reported to boston scientific corporation that an exalt model b monitor's power cable stopped working on october 07, 2024. The power cable was not transmitting power and was sparking due to fray in the cable. There was no patient involvement.

Manufacturer narrative:
Block h6 (device codes): problem code a1005 captures the reportable event of overheating of device. E1: this event was reported by a boston scientific employee. The health care facility is: (B)(6).